Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (sn: (B)(4)) found no anomalies. The returned ins passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the extension (sn: (B)(4)) found no significant anomalies. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0waf4, implanted: (B)(6) 2016, product type: lead. Product ID: neu_stimloc_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0waf4, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient had an infection/swelling around the implantable pulse generator (ipg) site and extension wire in the neck area on the left side only. As a result the patient was sent to an infection control doctor and started on antibiotics. A stat CT scan of the patient's chest/neck/head were performed on date notified, but the issue was not resolved at the time of the report. It was confirmed that the ipg, extension wire, and lead all remain in place and the patient will see their neurologist on (B)(6) for a consultation. However, it was also noted that surgical intervention has not occurred but is planned. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.